Manufacturer narrative:
Findings: pump passed displacement test , rewind , basic occlusion test, prime/a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and severely scratched display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. Customer didn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to return the device with battery and zero out basal rates. The customer was advised to discontinue use of the device and revert to a backup plan.